Event description:
It was reported that the sutures were threaded into om-7500, the eyelet distally was removed and the suture was tensioned. The two free ends of the suture were observed to be of different lengths. The discrepancy in length was fixed before insertion into the portal. The anchor was inserted into the bone, the suture was tensioned and the anchor unlocked. While removing the application handle, only one end of the suture was pulled out. The labrum tissue wasn't firmly fixed to the glenoid. All remaining suture was removed and the anchor remained in the glenoid. A second anchor (arthrex pushlock) was inserted. No pt complications were reported as a result of this event.